Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and receiver and phone that occurred on (B)(6) 2016. No additional patient or event information is available. The receiver data log was reviewed on (B)(4) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.